Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, g1, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error e226 and noisy image a root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction (scope communication error b30 could not be determined. Additionally, the most probable cause of the scope communication error e226 and noisy image was traced to damage on circuit board unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had error code b30 (scope communication error). There were no reports of patient harm.